Manufacturer narrative:
This report is submitted on march 04, 2024.

Event description:
Per the clinic, the patient underwent a revision surgery (date not reported) in order to re-insert the electrode into the cochlea; however, issue could not be resolved. The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced no benefit due to migration of the electrode array (specific date not reported). Device analysis report attached. This report is submitted on april 02, 2024.